Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 20315. Expiration date - 05/31/2017.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00091 and 2084725-2016-00092.

Manufacturer narrative:
(B)(4) asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 07/29/2015 to 01/25/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. An issue with the sterrad unit is unlikely as the cycle completed. The unit was functioning per specification. The assignable cause of the issue is most likely load-related. The customer double wrapped two scopes and encountered the issue with the sealsure tape not changing color. If the load is too full or contains material that is absorptive then there would be inconsistent color changes in the sealsure tape. Once the customer starting using aptimax plastic trays and sterilizing one single wrapped scope in each load, the issue was resolved. It is unlikely that the issue was with the sealsure tape as DHR review revealed no anomalies and lot trending had not exceeded. The issue will continue to be tracked and trended.